Event description:
On (B) (6) 2010, the pt was taken to surgery, and a washout for possible infection was performed; however, no parts were removed. Poly wear (edge-loading) of the humeral cup was also noted. On (B) (6) 2010, the pt was revised due to infection, and all parts were removed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.